Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
No report of patient involvement. Ge healthcare (gehc) became aware of an isolated customer contact platform which did not correctly categorize certain (B)(6)-based customer calls. Gehc's investigation into the issue identified that some (B)(6)-based customer calls were not considered for complaint evaluation if the customer did not retain a service or warranty contract, and the customer also did not accept a quote for service from gehc. As part of gehc's investigation, this specific call record was determined to be a reportable event and is being reported outside of the 30-day reporting timeline. This process non-conformance is being addressed via gehc's CAPA system to: (1) report any appropriate records/events which have not been reported as a result of this issue (2) prevent future occurrence.